Event description:
Health care professional reported two incidents of cracked headers on dialyzers noted during use. Per the health care professional, able to switch out dialyzer and continue treatment with minimal blood loss. Per the health care professional, no patient injury associated with this report. Reuse unknown.